Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. A follow-up report will be submitted when the final evaluation is completed as necessary.

Event description:
(B)(4). This report is associated with product compliant: pending. This prospective maternal case, reported by a consumer via a patient support program (psp), concerned a (B)(6) female patient of unknown origin. Medical history included the fact that she was currently pregnant. No further obstetrical history reported. Concomitant medication included fish oil/ tocopherol, acetylsalicylic acid, ferrous sulfate and ibuprofen as vitamins. The patient received human insulin (rdna origin) injections (humulin r) and human insulin isophane suspension (rdna origin) injections (humulin n), both from cartridges via reusable pen (humapen ergo ii). Both were taken 20 iu in the morning and 10 iu at evening, subcutaneously, for the treatment of diabetes mellitus, beginning on (B)(6) 2017. The date of her last menstrual period was (B)(6) 2017. She knew she got pregnant on (B)(6) 2017 and her estimate due date (edd) was provided between (B)(6) 2018 or (B)(6) 2018. On (B)(6) 2018, 114 days after starting human insulin and human insulin isophane suspension therapies, she took her insulin dose and forgot to eat something after taking the insulin. Her blood glucose level reached 29 (no units or reference ranges were provided) which was very low and as a result she had diabetic coma. She was hospitalized at 12 pm and she was given a solution with something to eat, after a while her blood sugar reached 51. At 3.30, it became 83 and then she left the hospital on the same day. On (B)(6) 2018, the injection button of the humapen ergo ii was not working and she found drops of the drug leaked from the needle when she tried to inject herself. She changed the needle but still the drug leaked from the needle, so she missed her morning insulin dose (product compliant number unknown/ lot number unknown). At the time of the initial report on (B)(6) 2018, she was five months pregnant. There were no reported complications with the pregnancy. The report did not include any prenatal testing. No further information was provided and the pregnancy outcome was unknown. She had recovered from the event of blood glucose decreased. Information regarding remaining corrective treatment and outcome for the remaining events was not provided. Human insulin and human insulin isophane suspension therapies were ongoing. The patient was the operator of the humapen ergo ii and her training status was not provided. The humapen ergo ii model device duration of use and the suspect humapen ergo ii duration of use were not provided. The action taken with humapen ergo ii and its return status were not provided. The reporting consumer did not provide a relatedness assessment for the events to human insulin and human insulin isophane suspension therapies. The exposure event was captured for tracking purposes. Edit 05apr2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.

Event description:
(B)(4). This prospective maternal case, reported by a consumer via a patient support program (psp), concerned a (B)(6) female patient of unknown origin. Medical history included current pregnancy and she had diabetes only since (B)(6) 2017. No further obstetrical history reported. Concomitant medication included fish oil/ tocopherol, acetylsalicylic acid, ferrous sulfate and ibuprofen as vitamins. The patient received human insulin (rdna origin) injections (humulin r) and human insulin isophane suspension (rdna origin) injections (humulin n), both from cartridges via reusable pen (humapen ergo ii). Both were taken 20 iu in the morning and 10 iu at evening, subcutaneously, for the treatment of diabetes mellitus, beginning on (B)(6) 2017. The date of her last menstrual period was (B)(6) 2017. She knew she got pregnant on (B)(6) 2017 and her estimate due date (edd) was provided between (B)(6) 2018 or (B)(6) 2018. On (B)(6) 2018, 114 days after starting human insulin and human insulin isophane suspension therapies, she took her insulin dose and forgot to eat something after taking the insulin. Her blood glucose level reached 29 (no units or reference ranges were provided) which was very low and as a result she had diabetic coma. She was hospitalized at 12 pm and she was given a solution with something to eat, after a while her blood sugar reached 51. At 3.30, it became 83 and then she left the hospital on the same day. On (B)(6) 2018, the injection button of the humapen ergo ii was not working; further described, she found drops of the drug leaked from the needle when she tried to inject herself and she changed the needle but still the drug leaked from the needle ((B)(4) lot number 1611d03). Due to this, she missed her morning insulin dose. At the time of the initial report on (B)(6) 2018, she was five months pregnant. She was taking 10 iu of insulin lispro in morning. In (B)(6) 2018 her blood glucose level reached 52 mg/dl because when she found insulin drops leaking on the needle, she took her insulin (human insulin and human insulin isophane suspension) dose again (possible wrong dose). On (B)(6) 2018 her blood glucose level reached 68 iu /dl (as reported).she did not use any contraceptive method. There were no reported complications with the pregnancy. The report did not include any prenatal testing. No further information was provided and the pregnancy outcome was unknown. She had recovered from the event of blood glucose decreased. Information regarding remaining corrective treatment and outcome for the remaining events was not provided. Human insulin and human insulin isophane suspension therapies were ongoing. The patient was the operator of the humapen ergo ii and her training status was not provided. The humapen ergo ii model device duration of use and the suspect humapen ergo ii duration of use were not provided. The suspect humapen ergo ii device associated with product (B)(4) was not returned to the manufacturer. The reporting consumer did not provide any relatedness assessment for the events to human insulin, human insulin isophane suspension therapies and humapen ergo ii device. The exposure event was captured for tracking purposes. Edit 05apr2018: updated medwatch and european and (B)(6) (EU/(B)(6)) fields for expedited device reporting. No new information added. Edit 26-apr-2018: upon internal communication pc number was received. Added pc in narrative and processed accordingly. No other changes were made to the case. Update 01may2018: additional information received on 01may2018 from the global product complaint database. Entered device specific safety summary (dsss); updated the medwatch fields with device information, the european and (B)(6) (EU/(B)(6)) device information, and the lot number from unknown to 1611d03; and added date of manufacturer for the suspect humapen ergo ii device associated with product (B)(4), which was not returned to the manufacturer. Upon review, the operator of device was updated from other/unknown to lay user/patient. Corresponding fields and narrative updated accordingly. Update 09-may-2018: additional information was received from initial reporter in response to a questionnaire on 30-apr-2018. Added; medical history of diabetes, a dosage regimen for human insulin, one non serious event of wrong dose administered, laboratory data for blood glucose. Updated causality statement and narrative with new information.

Manufacturer narrative:
Narrative field: new updated and corrected information is referenced within the update statements in describe event or problem. Please refer to statement dated (B)(6) 2018 in the describe event or problem field. No further follow-up is planned. Evaluation summary a female patient reported that on (B)(6) 2018, the injection button of her humapen ergo ii device was not working and medication leaked from the needle when she tried to inject herself. Two days prior to the device issue, on (B)(6) 2018, the patient reported that she forgot to eat after taking insulin. The patient experienced diabetic coma and decreased blood glucose. The device was not returned to the manufacturer for investigation (batch number 1611d03, manufactured november 2016). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review for the batch did not identify any atypical findings with regard to device not working or dose accuracy issues. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.